Event description:
The handpiece was generating extra heat causing a burn on the patient's cheek while the doctor was working on tooth #4.

Manufacturer narrative:
The patient was prescribed pain medication and ointment for treatment of burn.evaluation of the handpiece found that the bearings were worn and gritty in drive assembly, shaft and axle, the water faceplate was damaged, dents in the head were affecting operation and medium debris level was present.